Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03073 / 1825034-2016-03074). Requested but not returned by hospital.

Event description:
During a shoulder revision procedure, while removing the baseplate, the head of one of the extractor screws on the baseplate extractor fractured. No pieces fell into or were retained by the patient.